Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's controller had a "defect". The facility performed a controller exchange, the device was removed from service and the patient was issued a replacement device. There was no reported patient injury as a result of this event. The controller was returned to the manufacturer for evaluation where functional test revealed incorrect text and unreadable characters during power up. The root cause for the display error was found to be a defective display board within the controller. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a controller malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient's controller had a "defect". The facility performed a controller exchange, the device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.